Manufacturer narrative:
(B)(4). Software 4.11c. Retainer ring = black. The insulin pump was returned for device heating up per event date (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test. Sleep measurement s and active current. The unit was monitoring no unexpected device heating up noted. Unit passed the self-test the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. Pump was cut open to perform visual inspection and found no moisture damage on the electrical board / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. Successfully downloaded history files and traces using thus. The following were noted during visual inspection, fading serial number label. In summary, customer alleged device heating up not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the facing the insulin pump screen into her skin when putting into her bra and it leaves a square burned marks like a shape of a insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.